Event description:
It was reported that this implantable lead was part of the system revision due to infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects reported. The implantable lead was explanted.